Manufacturer narrative:
Based on the information reported, including no identification of the relevant lot number, a relationship between the event and statice cannot be determined. Statice as a contributing factor cannot be ruled out. Multiple attempts were made to gather additional information; however to date, no further information has been obtained. The device was not returned for evaluation and the lot number remains unknown; therefore internal investigation into the event could not be performed. If additional information is reported, a follow up adverse event report will be submitted. No further actions are required as a nonconformance could not be confirmed.

Event description:
It was reported a that crohn's patient received a statice mesh on a repair of a massive incisional hernia approximately 18 months ago. The patient was seen by the reporting surgeon after the repair was completed and the patient was well and working. One month ago the patient contacted the surgeon and comes to the hospital with signs of infection and necrosis of abdominal wall skin. Patient was on immunomodulator therapy and high dose steroids. During the operation to treat this severe skin infection, the statice mesh was similar to "wet toilet paper" disintegrating and it was not taken at all by the patient's body. The surgeon thinks it may be a problem in patients with immunomodulator therapy and high dose steroids. Graft lot number and status are unknown.